Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4). Tg2815/05924546 = (B)(4). Tg3115/06141517 = (B)(4). Tg3115/7244616 = (B)(4).

Event description:
On (B)(6) 2009, a coil embolization procedure to the celiac artery was performed. On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore&#59412;tag&#59412;thoracic endoprostheses. Prior to the device implant, a bypass surgery was performed from the abdominal aorta to bilateral renal arteries and superior mesenteric artery (sma). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed that the diameter of the aneurysm was 80mm. A type ii endoleak from the sma was reported. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm was 80mm. The type ii endoleak reportedly persisted. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm was 80mm. The type ii endoleak reportedly persisted. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 88mm. The type ii endoleak reportedly persisted. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm was 88mm. The type ii endoleak reportedly persisted.